Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on that on (B)(6) 2025 the patient experienced neurological dysfunction for less than 24 hours. The patient had an embolism in the right hemisphere which was confirmed by computed tomography (CT). The patient had a stroke with left sided muscle weakness. The patient was noted to be on warfarin. No surgical intervention or medication was administered. The event was noted to be likely device related as the condition developed after insertion surgery. Anticoagulation treatment was performed.